Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had software error bad pointer, impossible default case, parameter out of range and rewind anomaly. The customer¿s blood glucose level was 160 mg/dl. Customer stated that the pump was not reminded at time of the alarm. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.